Manufacturer narrative:
The medtronic service engineer evaluated the ventilator and replaced the analog interface (ai) board. After servicing, the ventilator passed all testing per manufacturer specifications and was returned to the customer. The ai board was returned to medtronic for failure investigation. The component was visually inspected with no anomalies observed. The ai board was attached to the failure investigation test ventilator for analysis. The ventilator powered up but did not pass the power on self test generating an alarm and a ventilator inoperative condition. The fault was isolated to a 47-ohm circuit across capacitor reference designator c104. If this fault occurred during ventilation, the ventilator would generate the appropriate audio and visual alarms and enter an inoperative condition, leading to a loss of ventilation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine service and repair, the 840 ventilator powered up/down by itself. The ventilator was not in use on a patient at the time of the event.